Event description:
Reporter alleged blood glucose measured 180mg/dl back to back with a result of 100mg/dl when performed within 10 minutes of each other. It was stated any action taken or treatment information was not provided. A request was made for the return of the suspect device and replacement product was sent.